Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for three patient samples. Patient 1 initial result was 50.97 mui/ml. The repeat result was 0.1 mui/ml twice. This result was reported outside the laboratory. Patient 2 was a (B)(6) year old female. The initial result was 0.773 mui/ml. The repeat results were 2.21 mui/ml and 1.0 mui/ml. The result of 1.0 mui/ml was reported outside the laboratory. A new sample collected for this patient gave a result of 1.0 mui/ml. The specific date was not provided. Patient 3 was a (B)(6) year old female. On (B)(6) 2014, the initial result was 6.48 mui/ml. The repeat result was 0.1 mui/ml and was reported outside the laboratory. There were no adverse events. The hcg+ss reagent lot number was 173268. The expiration date was requested, but was not provided. During a service visit, it was noted that the pinch tubes were a little bit damaged so they were exchanged. Some sample racks did not have the recommended rack adapters. Review of the provided calibration and qc data did not indicate a reagent issue.

Manufacturer narrative:
This event occurred in (B)(6).